Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling and ams - interpro large pore polypropylene and y-sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. The patient experienced pain, erosion, urinary problems, recurrence, neuromuscular problems and vaginal scarring after mesh implantation. The patient underwent mesh removal on (B)(6) 2012 due to extreme swelling of vagina and pelvic region with rectal pain. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.